Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to cap bearing wobble on turbine. Still intact on rotor. Also chip air is clogged in handpiece head.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.